Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 100% stenosed lesion a the right popliteal artery with calcification. On (B)(6) 2025, the 4.5x150mm supera self-expanding stent system (sess) was advanced to the target lesion and the stent was implanted. However, resistance was noted during removal due to the narrow vessel and the tip of the 4.5x150mm supera self-expanding stent system broke off during removal from the patient. An unsuccessful attempt was made to remove the tip which cause the separated tip move to the anterior tibial artery which became occluded; therefore, vascular surgery was performed to remove the separated tip. A clinically significant delay reported in the procedure occurred and the patient remained hospitalized. On (B)(6) 2025, the patients leg became cold and the patient had mottled skin; therefore, the patient's leg was amputated. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal resistance was met with the narrow vessel resulting in the reported difficult to remove. Manipulation of the device ultimately resulted in the reported/noted tip material separation. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported obstruction/ occlusion, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.